Event description:
Healthcare professional reported a right side deflation and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation and removal from textured to smooth due to the concerns of the product.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening posterior side assessed as an unidentified (tear) opening. (Shell thickness within specification) anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed.

Event description:
Healthcare professional reported a right side deflation and implant removal from textured to smooth due to the concerns of the product. The device has been explanted.